Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation), (component codes), h10.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. Release valve 1 was defective. The offset for the low pressure tank transducer calibration was too high. The fill manifold was replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter name is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
During a previously scheduled service call, a getinge field service engineer (fse) noted the offet of the low pressure tank calibration was too high. There was no patient involvement, and no adverse event reported.